Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needles broke in different positions a third to half way down the needle shaft. The uro-gyne consultants did not apply any undue force to the needles and did not notice the needles bending or snapping off until the scrub nurse passed the suture back to them. There was no patient injury.